Event description:
A serious, medically significant spontaneous report regarding a (B)(6) female patient who developed breathing difficulties/severe shortness of breath and experienced increased itching after using mimyx (mimyx). The report was submitted by a consumer. On (B)(6) 2007, at 7pm the patient used mimyx, applied topically for the treatment of itching on arms and legs. Approximately 30-60 minutes later, the patient developed breathing difficulties/severe shortness of breath and increased itching. The patient washed off the product (reported this 'did not help') and applied gold bond. Patient took a shower at 4am - itching and shortness of breath still present after shower. On (B)(6) 2007 treatment with mimyx was discontinued. On (B)(6) 2007 the itching resolved. At the time of the report breathing is improved (almost resolved. Dechallange: positive. Patient stated duration was 'unusual'. The patient's medical history included: myasthenia gravis (diagnosed in 1987) and history of a severe anaphylactic reaction to shellfish 13 years ago (trip to e.r., required epi, life-threatening).

Manufacturer narrative:
Medically significant. Product requested to be returned for testing. The company physician suspected a relationship between the events and mimyx. Further information has been requested.